Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes d.10 returned to manufacturer on: 2020-08-26 h.2 device return to manuf .?: yes h.2 device eval by manufacturer?: yes. H.6. Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9324158. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation summary: customer returned (10) unused 31gx6mm, 0.5ml insulin syringes in an unopened polybag from lot 9324158. Consumer reported finding syringe when remove the shield needle goes with it. All 10 returned syringes were examined, then tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 4.56; sample 2 3.25; sample 3 3.86; sample 4 3.33; sample 5 4.39; sample 6 3.15; sample 7 4.85; sample 8 5.64; sample 9 3.80; sample 10 4.61. All 10 syringes tested within specification. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200864699] noted that did not pertain to the complaint. There was one (1) notification [200854420] noted for out of spec shield pull. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that when shield was removed the hub separated from device during use with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that when shield was removed needle went with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9324158. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for out of spec shield pull. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that when shield was removed the hub separated from device during use with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that when shield was removed needle went with it.